Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alert became frozen on the pump screen during the load process and the customer was unable to clear the alert. During troubleshooting with tandem technical support, customer indicated alert cleared on its own. There was no impact to the customer's blood glucose level.